Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left accolade hip due to dislocation.

Event description:
It was reported that surgeon revised patient's left accolade hip due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: "the returned insert exhibited explantation damages. The femoral head had debris related to biological material and corrosion product within the female taper. Corrosion product found within the taper junction is not an unexpected condition. The base metal of the head was composed of a co-cr-mo alloy consistent with and astm f1537 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: review of medical records by a consulting clinician indicated: "the primary harm involved is recurrent dislocation tha. Multiple x-rays of the index and revision surgeries were reviewed. The acetabular component positioning appears to be within the ¿safe zone¿ of 10-25° anteversion and 30-50° abduction which has been reported to minimize tha dislocation. Neither the rotational position i.e., anteversion, of the femoral component or the integrity of the muscular, and capsule/ligamentous envelope surrounding the hip can be assessed by plain x-ray. Both of these factors can play a significant role in stability of a tha. Material analysis of the femoral head and acetabular liner retrieved from the (B)(6) 2016 revision surgery failed to demonstrate any defect in the material or manufacturing of the implants." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event of dislocation is confirmed. Review of medical records by a consulting clinician indicated: "the primary harm involved is recurrent dislocation tha. Multiple x-rays of the index and revision surgeries were reviewed. The acetabular component positioning appears to be within the ¿safe zone¿ of 10-25° anteversion and 30-50° abduction which has been reported to minimize tha dislocation. Neither the rotational position i.e., anteversion, of the femoral component or the integrity of the muscular, and capsule/ligamentous envelope surrounding the hip can be assessed by plain x-ray. Both of these factors can play a significant role in stability of a tha. Material analysis of the femoral head and acetabular liner retrieved from the (B)(6) 2016 revision surgery failed to demonstrate any defect in the material or manufacturing of the implants." The exact root cause could not be determined. If additional information becomes available, this investigation will be reopened.